Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: today we discovered that several of the 50 ml syringes are sticky around the black membrane on the plunger tip. Best seen when you have opened the package and pushed the plunger in completely (i.e. Emptied the syringe of air). The syringes usually look a little "wet" around the black diaphragm on the piston tip when the piston is fully depressed, but what we reacted to was that the syringes were "wetter" than usual. . When you pull out the piston slowly (from the fully depressed position), you see that the sticky forms "threads". We have not experienced this before. Since this was discovered, we have discarded around 100 syringes of the extra wet type.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary photos received by our quality team for investigation. Through visual evaluation, silicone is observed on the stopper of the syringe, no excess of silicone is observed. A device history review was performed for reported lot 2301028, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2301028 and found to be within specification. Based on the investigation results, no manufacturing related defects could be identified, the silicone noticed by customer may be due to a bad distribution of the material inside the barrel.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: today we discovered that several of the 50 ml syringes are sticky around the black membrane on the plunger tip. Best seen when you have opened the package and pushed the plunger in completely (i.e. Emptied the syringe of air). The syringes usually look a little "wet" around the black diaphragm on the piston tip when the piston is fully depressed, but what we reacted to was that the syringes were "wetter" than usual. . When you pull out the piston slowly (from the fully depressed position), you see that the sticky forms "threads". We have not experienced this before. Since this was discovered, we have discarded around 100 syringes of the extra wet type.